Event description:
When cleaning a colonoscope (sn# (B)(4)), a section of the brush broke off. Broken component did not come out "initially", but after numerous times it did. The section is about 12" long. Scope sent to MFR to verify "mu" has been removed and no damage to the scope.